Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed power loss alarms and an abnormal loaded voltage at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Unit received with stained serial number label. Unit received with minor scratched display window, case and keypad overlay. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer received a low battery alert prior to the replace battery now alarm. The customer stated that there were not unattended alarms. This was the second occurrence of replace battery now without a low battery warning. Insulin pump will be returned for analysis.